Event description:
Upon trying to discontinue the foley catheter, the balloon was stuck in the distal to midurethra and nursing was unable to remove this successfully. The pt had no pain or discomfort. Urology was consulted. Foley collapsed and was not draining. Unable to deflate balloon to remove. Unable to irrigate catheter physician was able to feel the balloon in the distal urethra, physician used chloraprep and with 1 cubic centimeter of lidocaine and a 25-gauge needle, a transcutaneous puncture of the balloon was carried out and the foley was easily removed. The balloon apparently was all intact. There were no leftover pieces. He did have some immediate urethral bleeding. Then using sterile technique once again, a new 16 french foley catheter was placed due to a bladder scan showing a residual of over 400 cubic centimeters. The urine was clear. Reason for use: high post void residual.